Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed a check battery alarm due to corrosion on the wireless module flex and the radio printed circuit board, caused by fluid intrusion. It is likely that the user interpreted the corrosion as "burned". The device has been removed from service. Manufacturer report no. 1314492-2013-00854 is related to the same event.

Event description:
It was reported that a device is "burned". This did not occur during and infusion and there was no patient injury.